Event description:
A customer called lfs in 2002 alleging that their one touch basic enhanced meter would not turn on. Per customer, the following information was documented: customer had symptoms (unknown which symptoms). Since meter would not power on, customer ended up going to the hospital and their bg was 600 mg/dl. Customer changed the battery, still no power. A customer did a field exchange for the customer for the replacement. Attempted to contact the customer twice. Unable to contact customer to obtain more information. Also sending letter.